Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure image flickers was not confirmed, the reported failure changes color, sometimes there is no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord malfunction, image has stripes, blackout and whiteout, the insertion section light guide bundle is slightly worn and is interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had the image flickers, changes color, sometimes there is no image. The event occurred during inspection for use. There were no reports of patient involvement.